Event description:
It was reported that during an inguinal hernia procedure, the hernia stapler stapling only one staple. It would have to staple twenty staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned non-functional due to a damaged lifter. No functional test was performed. Although no conclusion could be reached as to how the damaged to the lifter occurred; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.